Manufacturer narrative:
From medwatch mw5118375, no initial reporter information is available, we cannot get in touch with initial reporter. No detailed event, injury and impact information is available. We asked importer to return the device for investigation and get more information, importer replied that they have no further information and no point of contact. And we have checked the DHR (device history records) of the same batch, there were no problems observed during the manufacturing or testing noted in the DHR. The cause of the customer's complaint could not be determined due to no sufficient information is available.

Event description:
Importer received medwatch mw5118375. Purchased "intensity select combo tens, ems, if, and microcurrent unit + free a/c power adapter included" from tenspro (https://www.tenspros.com/intensity-select-combo-d i8195.html) because other stores needed a prescription or doctor to authorize the purchase. Tenspro sold, richmar manufacturer. Reason for use: pain. Type of event: serious injury (no information available) medical device problem code(s): 2017: improper or incorrect procedure or method health effect - clinical code(s): 4580: insufficient information outcomes attributed to adverse event: required intervention (no information available).